Event description:
It was reported that the patient had the artificial urinary sphincter pump and balloon removed due to incontinence. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Corrected data: device analysis and investigation conclusion code. Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the urinary incontinence was not confirmed; however, the cuff leak identified would cause the cuff to malfunction, leading to the incontinence issues. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Based on the product analysis, this event is also not believed to be a manufacturing issue. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. There are several statements that were identified that relate to the handling of the cuff; however, the statement that most aligns with the event states: caution: to avoid damage to the cuff, grasp the cuff tab with a tubing-shod hemostat device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis indicated a tear in the cuff pillow consistent with a sharp instrument. Fluid loss occurred from the cuff component as a result of the tear. It is most probable that the sharp instrument damage occurred during implantation of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Investigation conclusion: based on this investigation and all information available, a conclusion code of cause not established was assigned to this investigation. This complaint investigation conclusion code was utilized as the device failed, but after a good faith effort, product analysis could not determine the cause of failure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the urinary incontinence was not confirmed; however, the cuff leak identified would cause the cuff to malfunction, leading to the incontinence issues. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. There are several statements that were identified that relate to the handling of the cuff; however, the statement that most aligns with the event states: caution: to avoid damage to the cuff, grasp the cuff tab with a tubing-shod hemostat. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis indicated a tear in the cuff pillow consistent with a sharp instrument. Fluid loss occurred from the cuff component as a result of the tear. It is most probable that the sharp instrument damage occurred during implantation of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Investigation conclusion: based on this investigation and all information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter pump and balloon removed due to incontinence. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.